Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported tip break, difficult to remove and stretched coils appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement through the calcified anatomy, the guide wire tip became stuck or trapped in the anatomy resulting in the difficulty to remove during retraction. Manipulation and/or inadvertent mishandling against resistance likely caused the reported break and stretched coils. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a calcified lesion in the left anterior descending (lad) coronary artery. When removing the balance middleweight hydro guide wire there was resistance with the anatomy. The tip became stretched and remained attached by only one piece. The guide wire was able to be removed. There was no reported intervention or patient effects. There was no clinically significant delay in the procedure. No additional information was provided.